Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and indication of initial surgical procedure when ethicon tvt mesh was implanted? Were there any intra-operative complications? Other relevant patient comorbidities/concomitant medications. Were ethicon tvt and obtryx tot meshes implanted concurrently? What type of mesh (ethicon tvt or obtryx tot or both meshes?) Did infiltrate the bladder wall, urethral sphincter and damaged adductor longus muscle. When was the tvt mesh exposure first noted by a physician? Ethicon tvt mesh exposure site/location, symptoms and diagnostic confirmation? Which mesh (ethicon tvt or obtryx tot) was removed on (B)(6) 2019? Was this (B)(6) 2019 removal resolve a chronic pelvis pain? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Ethicon tvt product code and lot number?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. It was also reported that the patient underwent a surgical removal of vaginal component of implanted mesh on (B)(6) 2019 due to chronic pain in pelvis. The mesh infiltrated the bladder wall, urethral sphincter and damaged adductor longus muscle. The mesh was removed and urethra and vagina were reconstructed. Additional information has been requested.